Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that she was hospitalized for a high blood glucose level. The site had an insulin bubble. The customer changed the site and entire infusion set after she went to the emergency room. The infusion set cannula was bent. The customer was not treated for her high blood glucose level when she went to the emergency room. Customer's blood glucose level was not reported. The device was not returned.